Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received at our bbm service laboratory in (B)(4) for investigation. A follow up report will be provided after the examination results become available.